Event description:
Note: the date of event is unk. It was reported to boston scientific corp on may 11, 2007, that during a follow-up endoscopic retrograde cholangiopancreatography performed three to six months after the placement of a plastic biliary stent (patient age and gender unk), "it was discovered that the plastic biliary stent had migrated from the common bile duct into the small colon". "The patient passed the stent" naturally. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review could not be conducted as the product number and the lot number are unk. The april 2007 15-month gi stents (plastic) and rx biliary complaint trend reports, inclusive of all failure modes, were reviewed; no adverse trends were noted.